Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reset the pump, and later provided the pump serial number to technical support. They were assisted in resetting the pump, which allowed the g7 sensor to reconnect properly. The representative guided the customer on loading the cartridge and resuming insulin delivery. A replacement pump was sent, and the customer was instructed on returning the faulty pump and handling new delivery procedures. Continue to use current pump.